Event description:
The customer felt ill for three days. They experienced weakness, dizziness and numbness. They continued to check their blood glucose on the device and obtained results of 178 to 291 mg/dl. In 2003 they used the device and obtained a reading of 291 mg/dl and called their doctor. Pt was instructed to take glyburide and when pt did pt felt so ill that pt was treated with a glucose IV and also given apple juice. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.